Event description:
It was reported in an abstract that total of 10 patients underwent balloon kyphoplasty procedures (bkp) over a 4 month period to treat osteoporotic vertebral compression fractures. The average operative duration was 44.8 minutes and the average follow-up duration was 11.9 weeks. The treated levels included l1 (qty 3), l2 (4), l3 (2), and l4 (1). The procedure was conducted using general anaesthesia and all patients placed in the prone position. One case of "cement leakage" towards the "front of the vertebral body" was reported in the abstract. No further information was reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: takuya kato, m.d, kouji oyama, jyun fukuda, yukio kawaguchi, masashi koyanagi, genki kuroda, masashi umeki, akihito seki. "Short term postoperative course of balloon kyphoplasty (bkp) in patients with vertebra fracture due to osteoporosis." (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes.